Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and was not able to confirm the reported issue. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reduced water flow was a problem with the user facility's water supply due to water pipe construction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the endoscope reprocessor had low water supply. The issue occurred during device set up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.